Event description:
Information received indicates the head hi/low cylinder is drifting.

Manufacturer narrative:
After replacing the emergency trend valve the technician replaced the hydraulic power unit to repair the bed.